Event description:
It was reported that the patient was experiencing pain at the implant site. The patient underwent leads repositioning procedure however it was unsuccessful due to difficulty in positioning the leads. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted products will not be returned.

Event description:
It was reported that the patient was experiencing pain at the implant site. The patient underwent leads repositioning procedure however it was unsuccessful due to difficulty in positioning the leads.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7079744.